Event description:
The (B)(6) obtained 10 mesa accula devices for rapid pcr testing of covid -19 targeting sars-cov-2. Intended use was to provide rapid testing in preadmission patient (pat) population to support same day changes to the surgical schedule. On (B)(6) 2020 the 3 devices used for pat testing were observed to have plastic falling out of the device. The vendor was contacted on oct 27, 2020 to report device failure. Vendor indicated they had received prior reports of invalid tests but no prior reports on the physical device failure. Risk management was not contacted since no direct patient testing performed, this was only validation study. FDA safety report ID# (B)(4).